Manufacturer narrative:
Follow up information received on 09-jun-2015: the required number of follow-up attempts has been completed, with no response to date. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure coils migrated to her uterus. This event, interpreted as partial expulsion of device, was considered serious and listed for essure according to the reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the exact date and mechanism the reported event were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a hysterectomy was performed because the essure coils migrated to her uterus. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 2-mar-2017: "severe pelvic pain" was added as event. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure coils migrated to her uterus. Upon follow-up receipt, case became legal and event was amended to coils migrated to uterus / migration of essure device. This event, interpreted as partial expulsion of device, was considered serious and is anticipated for essure according to the reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the exact date and mechanism the reported event were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident as a hysterectomy was performed because the essure coils migrated to her uterus. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case (B)(4)) in united states on (B)(4) 2015 which refers to herself, a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. The consumer experienced heavy menstrual cycles for 6 years, chronic abdominal pain, painful intercourse, migraines, back pain, depression, and on (B)(6) 2014 she underwent a hysterectomy because the essure coils migrated to her uterus. Product technical complaint investigation received on (B)(4) 2015: the bayer ptc global reference number is (B)(4). The final assessment was: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. The medical assessment was: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure coils migrated to her uterus. This event, interpreted as partial expulsion of device, was considered serious and listed for essure according to the reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the exact date and mechanism the reported event were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a hysterectomy was performed because the essure coils migrated to her uterus. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.